Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation from the hemopro tissue welder's jaw came off inside the pt's tunnel. The harvester reached in and pulled out the insulation piece from the initial incision. There was no add'l intervention required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was cracked and peeling off the curved metal jaw. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.